Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. At the visit on site, the field service engineer verified the system successfully according to company specifications. No technical issue was found. The preoperative topographies show an asymmetric astigmatism in the right eye. As the standard ablation profile was applied the asymmetry can still be seen on the post-operative topographies. The only information about refraction was given by auto refractor only which is generally unreliable for post-operative examinations. No technical root cause was identified as the product was found to be within specifications. In this case it might pick up the still present asymmetry and are giving the residual astigmatism reading. There is no information about subjective refraction and therefore the reported overcorrection cannot be confirmed. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A surgeon reported a lack of achieving expected results following a refractive procedure. Upon follow up, the doctors "impression" is that the percentage of patients that needed a re-treatment has increased and that the results with laser lately are not being so satisfactory. The doctor used to be happier with the laser. Five suspect cases, results will probably not be satisfactory but cannot be confirm until the second review is done seven to ten days later because refraction 24 hours post is still very unstable. A review of one week later has been done and confirms that the result was not as expected for only four of the cases. There are four related reports being submitted for the same facility. This is the second report being submitted for this facility and other manufacturer reports will be filed for the remaining.

Manufacturer narrative:
(B)(4).